Event description:
The sales rep reported the following info: 1. That the patient swallowed the scs screwdriver and a healing cap in 2002. 2. The patient has passed the healing cap. 3. The screwdriver was surgically removed from the ileum (between the large and small intestine).